Event description:
Info received from the pt's family member indicated that the catheter was sharp and pt experienced bleeding while catheterizing self. The bleeding subsided and the pt did not see a physician or any other medical treatment.